Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report #1627487-2016-06395, 1627487-2016-06396, 1627487-2016-06398.

Event description:
Device 3 of 4. Reference MFR report 1627487-2016-06395, 1627487-2016-06396, 1627487-2016-06398. Follow up revealed that the patient's infection has been resolved.

Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 4. Reference MFR report #1627487-2016-06395, 1627487-2016-06396, 1627487-2016-06398. It was reported the patient reported to the e.r. Due to a suspected infection. The patient's incision sites were bulging and had pustules and discharge at the occipital (off label placement) lead incision and an extension incision. The patient was instructed to continue taking the oral antibiotics given following in the surgery. Additionally, the patient was administered IV antibiotics in the e.r. It was also reported the physician determined the patient did not have an infection.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR reports: 1627487-2016-06395, 1627487-2016-06396, 1627487-2016-06398. Follow up revealed the patient was seen by the physician assistant who noted the patient still has no unusual bacterial or signs of infection, but the openings have failed to completely close and the lead is still visible. The physician surgically cleaned the wounds on (B)(6) 2017. The patient was seen on (B)(6) 2017 and the physician found that all wounds look good, clean and closed. Patient is receiving effective therapy.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2016-06395, 1627487-2016-06396, 1627487-2016-06398. It was reported the patient's suture sites had not healed properly and the area was infected. The devices were explanted.